Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the shaft broke from the extension segment. During coronary intervention procedure, when the guidezilla¿ 145, 5-in-6 guide extension catheter was advanced through the unspecified guide catheter, the shaft broke from the extension segment. The shaft was removed first and then the guide catheter was removed. Then the broken extension was retrieved from the patient. The procedure was completed by re- inserting the guide catheter over the unspecified wire. No patient complications were reported and that patient's status is fine.